Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4).

Event description:
During a shoulder arthroplasty it was not possible to implant the humeral insert and another insert was used to complete the procedure without injury or delay.